Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced defective/damaged tubing which was noted during use. The following information was provided by the initial reporter: material no.: 383536. Batch/lot: 9169950. Customer text: IV inserted and good blood return. Line flushed and blood still noted in tubing. Line flushed again and rn noted leaking in tubing just below pink hub. IV pulled and new one inserted. Tested a couple other ones from same lot # and no other problems noted

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva dual port 20ga 1.00 in (1.1 mm x 25 mm) experienced defective/damaged tubing which was noted during use. The following information was provided by the initial reporter: material no.: 383536. Batch/lot: 9169950. Customer text: IV inserted and good blood return. Line flushed and blood still noted in tubing. Line flushed again and rn noted leaking in tubing just below pink hub. IV pulled and new one inserted. Tested a couple other ones from same lot # and no other problems noted.